Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device needs to be sent in for evaluation. The customer cannot remember if there is an issue or not but would like the device examined. There was no reported patient involvement.